Manufacturer narrative:
Siemens performed cross reactivity testing of the drug fulvestrant (faslodex) in the advia centaur enhanced estradiol, dimension vista loci estradiol assay, immulite/immulite 1000 estradiol assay and immulite 2000 estradiol assay and confirmed that the drug may cause falsely elevated estradiol results in these assays. Fulvestrant (faslodex®) is an estrogen receptor antagonist which is used in the treatment of stage IV recurrent breast cancer in post-menopausal women with estrogen receptor positive breast cancer. Fulvestrant is used when other anti-estrogen drugs have failed. Fulvestrant has a similar chemical structure to estradiol and may cross-react with the antibodies used in immunoassays. Siemens issued an urgent field safety notice (B)(4) and an urgent medical device correction (B)(4) on january 13, 2016 to inform customers of the cross reactivity and instruct customers to use an alternate method such as liquid chromatography-mass spectrometry (lc-ms) when measuring estradiol in patients being treated with fulvestrant. No further action required.

Event description:
Falsely elevated advia centaur xp enhanced estradiol (ee2) results were obtained on two samples from the same patient. The results did not match the patient's clinical status. The patient had her ovaries removed and was diagnosed to be in the menopausal stage. The physician requested a new sample that was tested on an alternate method. The result matched the patient's clinical status. The two patient samples that were tested on the advia centaur xp were sent our for repeat testing at another site on an alternate method and the results were elevated. The patient is on the medication faslodex (injection) and femara (tablet). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.